Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. It was also reported that this lead exhibited high out of range pacing impedance measurements. When the stylet was inserted to remove the lead, some of the inner insulation came out. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
This report will be updated if additional information is received.